Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer wrote in through the website to state that within three days of use of the product the nite protector delaminated and became useless. I rigorously followed the instructions regarding fit and it worked very well for the first two nights. I have a second and will fit it again today but I am concerned about the delamination.